Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: (B)(4) 2013, inratio: 7.0, lab: 23.0. Tests were performed at the same time, the venous draw was performed immediately after the fingerstick. Therapeutic range: unknown. Patient was hospitalized due to the lab inr result.